Manufacturer narrative:
The device involved in the reported event was requested however to date it was not received. The lot of the device was not provided therefore we were unable to review the lot/device manufacturing records.

Event description:
A report received from a user facility in (B)(6) stated that the surgeon found a small particle, with the appearance of plastic. In the patient''s eye. The particle was removed from the eye. Additional details regarding the procedure and the patient conditions were requested and they are pending.

Manufacturer narrative:
One small plastic vial containing an unknown fluid was returned in a plastic bag. The pack and components were not returned. Microscopic examination of the vial and fluid found one white colored particle, approximately 1mm long. The particle was sent to lab for further analysis. The white colored particle was microscopically examined using an energy-dispersive spectrometer (eds) equipped with electron microscope(sem). The eds analysis indicated that the white colored particle consists primarily of carbon and oxygen, lesser concentrations of chlorine, sodium, silicone and calcium were also detected. This is consistent with organic material, saline residue and mineral deposits. The white colored particle consists primarily of polycarbonate. A possible source of polycarbonate in the bl5113 pack is the needle wrench, caused when the plastic end of the needle wrench is incorrectly used to tighten the phaco needle to the handpiece. Since the needle wrench was not returned we cannot verify if there is any damage to the plastic end to confirm this theory. Polycarbonate is a widely used material in medical applications and there are many other possible sources of the particle. The trend analysis, risk analysis and/or directions for use, review were considerate acceptable with the product performing within anticipated rates. No corrective action required.